Event description:
Customer states that their customer had a patient who fell out of the enclosed bed. The patient was able to penetrate the zipper tract near at bottom part of panel with all clips/buckles engaged.

Manufacturer narrative:
The product has not been received at the time of this report. Therefore, this event is reported based on the information provided by the customer. Confirmation of the customer's complaint and the root cause could not be determined. Posey beds are multi-use, serviceable items. As such, it is anticipated that the units may occasionally require repair, and as part of standard care the beds should be inspected prior to use. If damage is noted during these routine bed inspections, the unit should not be put into use with a patient and should be returned to posey for servicing. Instructions for use (IFU) were reviewed and found to provide adequate instructions and warnings for safe and effective use of the device. Complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, trends and excursions above control limits will be assessed, documented and acted upon as warranted. No corrective or preventative actions are necessary at this time manufacturer reference#: (B)(4).

Manufacturer narrative:
A device return was requested for evaluation; however, the customer conducted their own assessment and reported finding no defect with the canopy. Despite our recommendation to remove the device from use until it could be evaluated by the manufacturer, the product was sent to another facility and is currently in use. As a result, the manufacturer was unable to conduct an evaluation. The initial report was submitted based solely on the event description provided. No additional information has been received that would impact the reportability determination at this time. This follow-up is being submitted to document the updated status of the investigation. Manufacturer reference#: (B)(4). Medwatch reference#: (B)(4).

Event description:
The initial complaint described a patient breaching the zipper tract of the canopy near the bottom panel, despite all clips and buckles being engaged. This follow-up provides updated investigation information.